Event description:
Patient experienced pain in knee 2 years post acl reconstruction. While surgeon re-scoped the patient's knee, he found the head portion of the implant free floating in the joint space and was easily removed. The tip of the implant remaining in the patient's bone was removed with a driver. The patient was fully healed at the time the implant was removed. No further complications were reported. This device is used for treatment.